Manufacturer narrative:
Chemistry, microbiological and batch record review requested. Results pending. The root cause has not been established.

Event description:
Our office in another country received a report regarding a female pt who experienced redness, photophobia and pain in right eye when she used complete comfortplus. She consulted a doctor and was diagnosed with corneal ulcer. Medical notes received 19 july, 2007 indicate, the pt was treated with tobramycin eye drops and amoxiicillin 5 mg orally and recovered in one week.